Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a non-qualified company b cartridge. The root cause is most likely related to a failure to follow the dfu. The account used an unqualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. Information was provided that the surgeon, "was using b cartridges to reduce her incision size. She is ok to change her practice and go back with the a cartridges to see if the problem goes away." The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that frequently an intraocular lens (iol) breaks during implant. The number of instances and patient impact are unknown. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).